Event description:
A customer reported that an abo mistype occurred on galileo (B)(4).

Manufacturer narrative:
The customer was advised on the limitation located in the galileo operator manual for forward abo tests, which states there is a higher risk of mistype due to the absence of reverse typing.